Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the difficulties appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that during a procedure of the moderately tortuous, heavily calcified, eccentric, 99% stenosed, de novo, mid left anterior descending (lad) artery, the xience alpine stent delivery system (sds) was advanced but could not cross the lesion due to anatomical resistance. It was noted that anatomical resistance was met during removal of the sds from the anatomy. A non-abbott stent was used in the procedure as treatment. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.